Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Technical support has received the log files sent by the customer and being reviewed. The log file shows that the o2 proportional valves and safety valve have leak flow while valves are closed. The technical support advised replacement of both safety and o2 proportional valve and perform a recalibration. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported no o2 dosing active alarm on a bellavista 1000. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical determined the root cause due to leaking o2 dosing proportional valve. A 100% visual inspection has been implemented by vyaire's supplier as a containment action.